Event description:
Caller tested 3.0 inr on coaguchek xs system 1, and a result of 2.3 on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however, the caller no longer has the test strips; replacement was sent.

Event description:
Caller tested 3.0 inr on coaguchek xs system 1, and a result of 2.3 on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21912021, expiration 08/31/2014). Reference medwatch report with (B)(6) for the suspect device used in system 1.